Manufacturer narrative:
Intermittent button response on the esc, act, and down arrow buttons due to flattened dome switch. No damage to keypad traces and the connector on lcd board was not unlocked during visual inspection. Unit received with minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
The insulin pump was returned for analysis. Customer's blood glucose level was not reported.